Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 1000mcg/ml at 900mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The healthcare provider reported that the patient had been falling and believed this may have caused the issues with the catheter. But over the last year the daily dose has been increased and the patient was not having the same therapy response from the increases. A failed catheter dye study was done on an unknown date. At catheter revision the day of the report the catheter looked bent as it was exiting the collet. It was sluggish flow from the catheter. The catheter was replaced and the catheter was patent. It was unknown of any environmental, external or patient factors that may have contributed to the event other than a fall according to the physician. The issue was resolved at the time of the report. The patient status was noted as alive, no injury.

Manufacturer narrative:
Analysis of the catheter identified a kink in the catheter body.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.